Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product has not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found that the needle was being removed from the deployment gun. No observations pertaining to the nature of the reported event could be identified. No anomalies could be observed on the device. A review of the batch manufacturing records was conducted on finished lot number 102msd: and no related non-conformances were identified. The overall complaint was unconfirmed as the observed condition of the omnispan meniscal repair 27deg would not contribute to the complained device issue. Based on the investigation findings, a potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. Additionally, deployment issues could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. Also, the trigger might have not fully been pressed until a click sound was heard which could cause the reported failure. As per IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the deployment lever (dark grey) while maintaining depth positioning to deliver the first implant. There may be a slight pushback on the deployment gun while the implant goes through the tissue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
This is report 2 of 2 for (B)(4). It was reported that during a meniscal repair procedure, it was observed that the meniscal deployment gun and omnispan meniscal repair 27deg devices could not fire while in use together. Another like device were used to complete the surgery with a delay of 10 minutes. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection found that only the needle was returned for evaluation. The needle had not structural anomalies. A functional test was performed to the needle assemble. The needle was assembled to the returned deployer, as a result, the needle could be assembled as intended. The overall complaint was unconfirmed as the observed condition of the omnispan meniscal repair 27deg would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.